Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a loss of prime/prime issue. The patient reportedly experienced a blood glucose (bg) value over 33.3mmol/l with moderate ketones. The patient reportedly experienced the following symptoms: strong fruity breath, abdominal pain, extreme drowsiness, blurred vision, symptoms of dehydration (dizzy, lightheaded), shortness of breath, chest pain, difficulty waking up and confusion. No medical intervention was required. The patient reportedly declined the return of the pump and remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error was a contributing factor to the reported incident since the pump was immediately powered off prior to the loss of prime issue and prime step sequence was incomplete.

Manufacturer narrative:
A review of the black box revealed one loss of prime warning associated with a low non-zero force. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately. The pump cover was removed; the force sensor pins were seated and solder connections were found to be intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture found. Unidentified low force was observed in the black box. The force sensor calibration was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).